Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Revision of equinoxe shoulder components due to infection. This event was reported through clinical data collection and it is not known if the surgeon considered the event to be device related.